Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after changing the cartridge. Customer reported a blood glucose (bg) level of 230 mg/dl. Customer indicated that manual injections would be administered until alarm cleared.